Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the grasping forceps exhibited brown foreign material on the link mechanism. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. And it was observed, that the grasping forceps had brown foreign material on the link mechanism. This finding was, due to insufficient cleaning or handling of the scope. Due to this finding, the corrosion caused a brittle fracture in the arm of the grasping jaw. Additionally, it was confirmed, that the grasping jaw could not open and close, due to a broken part of the linkage mechanism at the distal end. This report is also being supplemented to provide additional information, based on the legal manufacturer's final investigation. Section d8 and h3 was updated with additional information that was received about the event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign material could not be determined. Considerations: foreign materials or cleaning solution had left on the arm of the grasping jaws, due to insufficient cleaning of the device. When we checked the broken part, we found brownish foreign matter adhering to it and brittle fracture, due to corrosion was observed. Residues on the arm of the grasping jaws corroded and decreased its strength. Olympus will continue to monitor field performance for this device.